Event description:
It was reported that the device failed the downstream occlusion (dso) calibration. This occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed and the downstream occlusion (dso) seal was loose. The event history log was reviewed. Customer¿s reported problem, failed dso calibration of their cadd solis pumps, was not confirmed by functional test. Replaced the downstream sensor due to excessive loctite. Device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.